Event description:
It was reported by the rep the device was used during a thoracotomy with a right upper lobectomy. It was reported the tx30v stapled proximal and distal across the superior pulmonary vein and cut in between. There was a bleeder in the center of the staple line. The surgeon had to reinforce the staple line by suture. There was no consequence to the pt.